Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04475. It was reported the patient was unable to increase amplitude. Reprogramming attempts were unsuccessful, x-rays were unremarkable and diagnostics revealed high impedances. As a result, the patient may be pending surgical intervention on the patient¿s two extensions.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04475. Follow up information identified diagnostics continued to read high impedances on the extensions during surgery. The physician decided to explant the extensions.